Event description:
It was stated that the customer was hospitalized for high blood glucose. The blood glucose reading was not reported. Troubleshooting was performed and the insulin pump passed the displacement, prime and high pressure tests. The insulin pump was also programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.